Event description:
Caller reported a malfunction on the pump identified by malf 12, which had occurred at least three times previously. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, instructed the customer on backup therapy using mdi, provided steps for returning the malfunctioning pump, and confirmed shipping details for the replacement. No additional information was received regarding the outcome of the event.